Event description:
Device returned to MFR for analysis with report of "stalled motor" and "pt reporting no pain relief." Despite repeated attempts manufacturer has been unable to ascertain more detailed information.